Event description:
Technician alleged the side rail is broken and will not lock in the up position. No patient impact.

Manufacturer narrative:
The technician found the cause to be a broken center arm assembly. The technician replaced the center arm assembly to resolve the issue.